Event description:
During product analysis of a programming wand, it was found that the wand would not establish communication with a generator. The serial data cable of the wand had intermittent conductors at the handle location which caused communication errors. The serial data cable was replaced with a known good serial data cable and all the communication errors cleared. After the serial data cable was substituted, the programming wand was electrically tested and was found to be operating within the designed limits.

Manufacturer narrative:
Conclusion - device failure occurred, but did not cause or contribute to death or serious injury.